Manufacturer narrative:
Cmp-(B)(4) implant date in 2014. Concomitant medical products: nexgen articular surface, catalog #: 00596403210, lot #: unknown. Report source: (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address tibia component loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Concomitant medical products- nexgen articular surface catalog #: 00596403210 lot #: 62506252 the complaint sample was evaluated and the reported event was confirmed through physical evaluation and radiographic inspection. The returned components identified signs of wear on the inferior and superior surface of the articular surface and tibial component. A dimensional evaluation indicated that the tibial component was conforming to print specifications. Radiographic inspection identified questionable faint lucency at the metal-cement interface of the tibial component that was of uncertain clinical significance. The tibial stem was noted to be projecting lateral to center and faint lucencies at the metal-cement interface were noted. The overall fit and alignment appeared appropriate, the bone quality appeared osteopenic and the cement quality appeared adequate. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert, loosening is one of the adverse effects of total knee arthroplasty, and the patient¿s bone quality was found to be osteopenic, which could be a potential contributing factor to the reported loosening. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.